Event description:
The user reported that during a blood transfusion they noticed a leak in the set located below the drip chamber. On closer inspection they identified that the tubing had disconnected at the drip chamber joint. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). A failure investigation could not be performed. The customer has indicated that the set will not be returned for investigation. Root cause of the customer's report of a separation is unk.